Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: coil got stuck in the catheter. When the implant was being positioned in an artery, resistance was felt suddenly. Assuming that the resistance occurred as the implant may have been unintentionally detached or stretched, the tip of the pusher was visually checked. However, the implant portion could not be confirmed. The implant portion was then flushed and pushed using the end of a guidewire, but the implant did not come out from a competitor¿s angiographic catheter. The entire coil was therefore withdrawn with the catheter and removed from the patient. The coil and catheter were replaced with another coil and catheter to continue the procedure, and the procedure was successfully completed. It is unknown whether or not the device was detached, and it may have been mechanically detached. No health damage to the patient.